Manufacturer narrative:
The investigation was started but not yet concluded. A follow-up report will be send as soon as possible.

Event description:
It was reported by the customer that the patient was resuscitated while transported to the ward. Arrived at the ward the patient was connected to the device and ventilated with ongoing resuscitation. After about 30 to 45 minutes resuscitation there was a loud bang, the display of the evita xl became dark and a burning smell was noticed. No injury reported.

Manufacturer narrative:
The exchanged part and the log files were sent in for investigation by the responsible service engineer. It was found that the root cause for the reported issue was a short circuit at the pcb way measurement system. The capacitor c27 was faulty, its overheating resulted in the reported burnt smell. The parts embedded on the pcb are ul-listed and it is encapsulated into a metallic housing, a potential fire is therefore minimized. Due to the short circuit the opening of the mixer's valve was faulty and the airway pressure increased until the maximum pressure limit was reached. The device reacted by alerting the user with a visual and audible ¿mixer inop¿ alarm and releasing the surplus gas to environment. The release of gas results in a loud noise which was most likely recognized as the reported bang. Ventilation stopped, the adequate alarm was generated. The device reacted according to specification. By exchanging the affected part the problem is solved.

Event description:
Please see initial-report.